Event description:
A "first time" patient presented to my office for an eye exam and contact lens evaluation. She admitted she had not had an eye exam for some 3-4 years. She was wearing acuvue 1 day moist soft contact lenses. She claims she cannot tolerate wearing glasses so she wears her contact lenses every waking hour. At her exam, she exhibited moderate corneal edema in both eyes as well as neovascularization of her superior corneas. The corneal edema was significant enough to cause blurred vision and it precluded me from completing her eye exam. She explained that she had not had an eye exam for years because a company ((B)(6)) would e-mail her and simply ask her if she wanted more contact lenses shipped to her. She was never denied her request to obtain more. Obviously, (B)(6) never obtained a valid contact lens prescription from a professional as is required by law. The patient is very upset that she now has a problem with her eye health that could jeopardize her continued use of contact lenses as a vision correction.